Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and cassette. The patient was unable to disconnect from the cycler tubing. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6, and h11: h11: the amia patient adapter was returned attached to the transfer set for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The female connector was connected and disconnected by hand using the returned adapter and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.